Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced ¿an allergic reaction¿ and ¿severe angioedema¿ after they were injected in the nasolabial folds, lips, and vertical lip lines with 1ml of juvéderm® ultra xc. Treatment is noted as prednisone, ice, and benadryl. Events have resolved.